Event description:
It was reported that approximately six weeks post implant, the patient was seen for an office visit and the patient wound was noted to have redness and pus at the left border of the incision. Culture of the purulent matter identified (B)(6). The patient was given antibiotics. The pacing system remains in use. The patient is a participant in the surescan post approval study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator 2012 (B)(6); (B)(4) implantable pacing 2012 (B)(6). (B)(4).